Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's battery went dead 3 months prior to the date of report after the patient stopped using it. The exact date was not provided. It was reported that the system stopped helping the patient with their pain and the ins was irritating at the implant site. Patient wanted the system to be explanted. Patient was offered to jump start battery and reprogram but patient denied. Patient was informed that their hcp would have to schedule explant. At the time of the report, there was no hcp associated with the event and the explant date was not scheduled.